Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) of 401 mg/dl after a recent supply change. The user suspected a bent cannula, as experienced previously, and was using a teflon 23" inset infusion set. The agent assisted with a site change, after which insulin delivery resumed without issue. The user planned to switch to a steel needle set moving forward. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected with a site change. The user reported experiencing a headache during the event. No medical intervention was required at the time of call.